Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge. No pt involvement or adverse pt impact was reported. A philips field service engineer evaluated the device. The symptom could not be reproduced, and no errors were noted in the error log. The device was returned to service after passing all required testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be reproduced.

Event description:
The customer reported that the device failed to discharge. No pt involvement or adverse pt impact was reported.